Event description:
Caller reported customer's blood glucose is higher than normal. Customer took diabetic medication. At night, customer started having low symptoms & drove to the hospital at 3 am. Hospital drew blood and device = 55 mg/dl. Customer was given IV treatment. No control were used. A request was made for return product and replacement product was sent.